Event description:
It was reported that the bd plastipak¿ 3ml syringe had cracks while administering the medication. The following information was provided by the initial reporter: we lost 300 cc?s of botox due to cracks in the syringes while dr. Was administering the medication.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.